Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer would experience an application crash, whenever data was cleared in an analyzer session. The application needed to be closed and restarted, in order to restore function. The application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.